Event description:
Allegedly, a literature document was received detailing a study conducted in greece (tottas (2) 2020 - minima short stem versus standard pro-femur tl stem in primary total hip replacement a comparative study). The document mentions six cases of pain.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a literature document was received detailing a study conducted in greece (tottas (2) 2020 - minima short stem versus standard profemur tl stem in primary total hip replacement a comparative study). The document mentions six cases of pain.

Manufacturer narrative:
The alleged complaint could not be confirmed. Microport was made aware of this incident through a literature document that detailed six patients experiencing pain after thr involving profemur® tl classic stems. The patients were evaluated at 6 months and 1 year post-operative and it was revealed that some were experiencing pain due to the implant. The products were not returned for investigation and no clinical documentation is available to confirm the cause of pain. The design history record (DHR) was not available for review as no lot number was provided. A review of historical complaint data does not reveal any trends with this device and failure. The current microport hip systems package insert (150803-9) lists pain as a potential adverse effect of total hip arthroplasty. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the products or receipt of other clinical information. Methods: trend analysis (4110). Device not returned (4114). Results: no findings available (3221). Conclusions: device condition is unknown. Device was used for treatment. Cause not established (4315). Correct type of reportable event: serious injury.